Manufacturer narrative:
Batch review performed on "60 july 2020" lot 1901504: (B)(4) items manufactured and released on 23-may-2019. Expiration date: 2024-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event, batch review performed on 06 july 2020. Liner: mpact 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 1902871 lot 1902871: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 2024-08-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.